Manufacturer narrative:
The distal lad was treated with angioplasty only. The device was inspected prior to use and there were no anomalies note. The device was flushed but no negative prep was performed prior to insertion in the patient. The IFU indicates that when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent. Additionally, the IFU instructs that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. One non-sterile cypher us was received coiled in a plastic bag. The stent was not received. The body of the device was kinked/bent. When observed under microscope, blood was found in the device and the body was found scratched. There was also evidence of bumping and crimping marks observed on the balloon. A crossing profile could not be measured given that the stent was not received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process. Difficulty delivering a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Neither the product analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. No corrective actions will be taken at this time. Review of the information provided suggests that there are possible vessel characteristics (calcified long lesion) and procedural factors that may have contributed to the tracking difficulty experienced and the stent dislodgement during the attempt to remove the product ultimately leading to the inaccurate placement.

Manufacturer narrative:
Additional information received from the reporter: a patient was admitted for coronary angiography and subsequently underwent multiple stent placements proximal through distal lad. An xblad 3.5 guiding catheter and a wiggle wire were used to access the vessel. Other stents (details unknown) were deployed in the proximal through mid lad. A 2.25 x 23mm cypher stent was chosen to treat the calcified, very distal lad. The device was inspected prior to use and there were no anomalies note. The device was flushed but no negative prep was performed prior to insertion in the patient. While attempting to deliver the 2.25 x 23mm cypher through the previously implanted stents in the proximal through mid lad, the physician experienced tracking difficulty. When the physician attempted to withdraw the catheter back through the guiding catheter, the stent dislodged in the proximal lad. The decision was made to crush the stent against the vessel wall in the proximal lad. The distal lad was treated with angioplasty only. The product has been received and an analysis of the device is pending. Additional information will be submitted within 30 days of receipt.

Event description:
While attempting to deliver a cypher us rx 2.25 x 23 down the lad, the stent dislodged. It was noted that this may have been due to previously implanted stents in the lad.

Manufacturer narrative:
A product analysis is anticipated but the product has not yet been returned to cordis. Additional information has been requested and will be submitted within 30 days of receipt.